Event description:
It was reported when using the bd pyxis medstation 4000 door was clicking and failed. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. The technical support specialist confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.